Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump is not beeping. Troubleshooting was performed and pump did not beep. No further details provided at time of call.